Event description:
A malfunction on the pump was reported by the caller, who noted that the pump screen had gone dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to connect the pump to a known working power source, which resolved the issue, allowing the screen to turn on. The pump was then reset by the customer before contacting technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.